Manufacturer narrative:
A siemens customer service engineer (cse) specialist was dispatched to the customer site. After evaluating the instrument, the cse replaced the uninterruptible power supply and ran a system check and quality controls. The cause of the smoke being emitted was related to a malfunction of the ups. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Smoke was emitted from the external uninterruptible power supply (ups) of a dimension vista 1500 instrument. The operator powered off the instrument. The hospital fire alarms were set off by the smoke. The fire department arrived at the lab and monitored the ups. There are no reports of injury to staff, damage to property, or impact to patient samples.